Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation of monitor sn 07063403 and belt sn (B)(4) was completed. The monitor and electrode belt were fully functional and able to detect and treat. Device manufacture date usage of device: monitor: - initial use; electrode belt: 05/2010 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support contacted a (B)(6) male patient after receiving notification that a treatment was delivered. Review of the event indicates that the patient experienced an inappropriate defibrillation event while in the hospital. Multiple counting contributed to the false detection. The patient was reportedly conscious at the time of the event. The patient reported that he did not hear the alarms, but the patient's nurse reported that the patient did hear the alarms and was attempting to press the response buttons. The patient is legally blind and has neuropathy. The patient reportedly has difficulty pressing the response buttons. The patient was being transported to a rehab facility. The patient continued use of the lifevest per patient's physician.